Event description:
It was reported that the pump would not charge, and there was a notification indicating no power source. There was no reported impact to the customer's blood glucose level. The customer was in the hospital, and the call was disconnected with the intention to call back, but no further information was available regarding the outcome.